Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 07/07/2015, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly the pump powered up to a blank screen with audible feature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission: 01/04/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/15/2015 with the following findings: a review of the black box data showed a 054 call service alarm, which may cause the display to be blank for several seconds. During testing, the display was blank. Technical analysis revealed a corrupted language file on a processor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.